Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks while programmed to the primary vector. This noise was able to be reproduced in both primary and secondary vectors. Review of the device data revealed the inappropriate shocks were consistent with oversensing of myopotential noise and sudden drops in r wave amplitude. This device also was noted to have stored an untreated episode also with noted myopotential noise. Technical services (ts) recommended performing an x-ray to confirm system and discussed troubleshooting options. After x-ray was completed, the physician decided to perform a system revision. The electrode was repositioned via a three incision technique. This system revision was successfully completed. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks while programmed to the primary vector. This noise was able to be reproduced in both primary and secondary vectors. Review of the device data revealed the inappropriate shocks were consistent with oversensing of myopotential noise and sudden drops in r wave amplitude. This device also was noted to have stored an untreated episode also with noted myopotential noise. Technical services (ts) recommended performing an x-ray to confirm system and discussed troubleshooting options. This system remains in service. No adverse patient effects were reported.